Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime. The blood glucose reading was 409 mg/dl. The high blood glucose levels were treated with a manual injection. Advised to rewind the insulin pump, reinsert reservoir into the pump and to run a manual prime. The insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.